Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal mdl: it was reported that, after total right hip revision was performed on (B)(6) 2017 due to an infection (reported under (B)(4)), the patient had an aspiration under general anesthesia and approximately 7 cc of a somewhat cloudy joint fluid was removed from the right hip (reported under (B)(4)). Subsequently, test results from 2021 indicated elevated cobalt and chromium levels in blood (chromium: 3.5 mcg/l and cobalt: 7.2 mcg/l). It was not reported if or how this adverse event was treated. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, with the information provided the clinical root cause of the reported elevated metal ions cannot be confirmed and it cannot be concluded the elevated metal ions were associcated with a malperformance of the implant. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip system revealed that metal sensitivity reactions and/or allergic reactions to foreign materials has been identified as a adverse events in primary and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.